Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged several days post-implant. At that time, the physician could not determine whether the lead helix was extended. A revision procedure was performed wherein the lead was repositioned. Several days later, the lead dislodged a second time and the physician believed the helix was not extended. Another revision was then performed and the lead explanted and replaced with a competitor lead. Upon extraction of the lead, the helix could not be extended when tested outside of the patient. There was no asystole or other adverse patient effects reported outside of the revision procedure. This lead is no longer in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. After attempting to remove the dried blood using an ultrasonic cleaner, a laboratory technician tested the helix mechanism and found it was still nonfunctional, confirming the clinical observation. Resistance testing was completed to assess the lead¿s electrical performance; measurements throughout these tests were within normal limits. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing caused the irregularity in helix function. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.